Event description:
On (B)(6) 2013: customer states via phone that after procedures, when the technologist went to move the ram backwards to remove syringe, the ram would move forward squirting contrast on the floor. No injuries are associated with this failure.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.